Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-01460. It was reported the patient had high impedances on both leads. As a result effective therapy was lost. Surgical intervention is planned to address the issue.